Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with blood glucose of around 39 mg/dl at the time of the incident. The customer was at 116 mg/dl at the time of the call. The customer did not mention how they were treated. The customer experienced symptoms such as being in a coma. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer stated the sensors led to the low. The customer was experiencing lost sensor signal alarms and needed assistance with the suspend feature on the pump. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.